Event description:
Spontaneous call. Patient reports that this past month (did not specify exactly when), he had 3 different cassettes malfunction. When he connected them to the pump, the pump said "non disposable, pump won't run" so he switched to a new cassette and was able to continue his infusion without a break in therapy. He threw away the faulty cassettes so we are not able to get them back for investigation, nor are we able to get the lot numbers or expiration dates. Pump return tracking information is not available as it is not applicable to the event reported. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional information is available at this time. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.